Event description:
Patient sustained a burn to the right corner of mouth during a tonsillectomy case. Two pencils were used during the case. It is not known which one was in use at the time of the burn. Both pencils were saved for evaluation. Pencils were examined by clinical engineering and no defects were noted. Insulation appears intact.